Event description:
The customer reported, at 2:03 a.m. He obtained a reading of 459 mg/dl on his contour next link 2.4 meter. He did not have any symptoms of hyperglycemia or hypoglycemia. Based on the high reading obtained on the meter, his pump injected 11 units of insulin and then he went to sleep. When he woke up, paramedics were in his room as one of his friends realized that the customer was unresponsive. The paramedics provided the customer with an injection of glucagon and dextrose (d5). The customer did not specify the quantity as he was unconscious. At 5:20 a.m., the paramedics tested customer's blood glucose on the contour next link 2.4 meter and on their meter and the readings were 396 mg/dl and 173 mg/dl respectively. The difference between the readings falls in "c" zone of the consensus error grid, making the difference clinically significant. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.